Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing due to t wave oversensing was observed on the implantable cardioverter defibrillator on stored electrocardiogram. As the t wave episodes had not occurred for months, monitoring was recommended. Programming changes were also recommended if the issue was to reoccur but were not made at this time. The patient was stable.